Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's fiancee reported via phone call that the insulin pump alarmed no delivery while he was delivering a bolus. He changed out his site twice, tubing, and reservoir but the insulin pump kept alarming no delivery. The alarm was caused but an infusion set and reservoir occlusion. Customer's blood glucose level was 400 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.